Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing high and low glucose alarms with the freestyle librelink application. Successfully scanned and received glucose reading and alarm notifications using a similar configuration (ios 16.5.1, 2.10.1.7653) and unable to reproduce the complaint. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an iphone13 with operating system version 16.5.1. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced symptoms described as feeling cold, stressed, and had a loss of consciousness. The customer was treated with a glucagon injection by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The exact date the incident occurred is unknown. The date entered in section b3 is per the customer report of "(B)(6) 2023 " from the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an iphone13 with operating system version 16.5.1. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced symptoms described as feeling cold, stressed, and had a loss of consciousness. The customer was treated with a glucagon injection by a third-party. There was no report of death or permanent impairment associated with this event.